Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) tip cover accessory that was installed on an mcs instrument fell off inside the patient. Intuitive surgical, inc. (Isi) obtained the following additional information regarding this event: the mcs tip cover accessory fell inside patient and was retrieved during the same procedure which was completed robotically. The issue did not cause a procedure delay and there was no injury to the patient. The mcs tip cover accessory is not available for return to isi for failure analysis evaluation.